Event description:
According to literature source of retrospective study performed between 2010 and 2021, that compared the results of laparoscopic donor nephrectomy and robotic donor nephrectomy. In the laparoscopic group, a 30 millimeter (mm) linear stapler was used to staple the renal vessels before the kidney was extracted in a specimen retrieval pouch. There were 154 patients in the robotic group and 358 patients in the laparoscopic group. Complications include bleeding. Blood transfusions were required for postoperative bleeding. No complications were related to the specimen retrieval pouch. Other complications that were not related to the device included: organ injury, graft injury, chylous fistulas, ileus, rhabdomyolysis, wound complications, airway obstruction, fever, pleural effusion, and mild pneumonia.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#unknown) unknown ligasur, unknown ligasure instrument, (sn:unknown), (lot#unknown) references: leonardo centonze, md, at.al, 2023, robotic versus laparoscopic donor nephrectomy: a retrospective bicentric comparison of learning curves and surgical outcomes from 2 high-volume european centers, transplantation, issn: (B)(6), doi: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.